Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative reaction of cell #1 (donor #: (B)(6)) of biotestcell-i11 with the anti-le(b) reagent of a competitor. According to the antigen worksheet cell #1 is lea-b+. The customer stated that she used cell #1 as a positive control for the anti-le(b) reagent of the competitor. The customer stated that cell #2 (donor (B)(6)) of biotestcell 1&2, which is also le(b) positive yielded a correct positive result. The customer returned the complaint sample biotestcell-i11 for investigational testing but not the anti-le(b) reagent of the competitor. At the time we received the complaint sample the supposedly defective product was already expired. Nevertheless our quality control laboratory tested the complaint sample with seraclone anti-le(b). The test was performed manually in the tube technique with an incubation of 15 minutes at room temperature according to the instruction for use of seraclone anti-le(b). Cell #1 of biotestcell-i11 yielded a correct positive result. We did not observe any false negative result. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell-i11 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We did not receive any further complaints related to this issue.